Event description:
It was reported that shaft break occurred. The 97% stenosed target lesion was located in the severely tortuous and moderately calcified left main coronary artery to left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for pos-dilatation. However, during inflation, the shaft was broken. The device was pulled out and completely removed from the patient's body. Another balloon was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 56cm from the strain relief. The separated ends were jagged and ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube and shaft of the device. There was contrast in the inflation lumen and blood within the balloon folds. The balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported, that shaft break occurred. The 97% stenosed target lesion was located in the severely tortuous, and moderately calcified left main coronary artery to left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for pos-dilatation. However, during inflation, the shaft was broken. The device was pulled out. And completely removed from the patient's body. Another balloon was used to complete the procedure. There were no patient complications reported.